Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. This event was resolved in-house by the customer's biomedical technician. There was no on-site evaluation by the manufacturer regarding this event. The customer's biomedical technician replaced the touch screen assembly to address this issue.

Event description:
The customer reported a ventilator with a bad touch screen. There was no patient involvement / harm.